Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all lead contacts. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Allegation was unable to be confirmed or not confirmed (unable to determine from information available). DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product. Prior to release, all released units were conforming to all applicable acceptance criteria. The report event of high impedances was confirmed. As received, microscopic inspection showed the returned lead found a kink on tubing and all the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. The device history record was reviewed; there were no non-conformances or rework associated with this part#: 600026448 (50cm slimtip implant lead kit, EU, abt), batch#: 7238522, serial#: (B)(6) and model: mn20450-50a. Based on the information received, the cause of the reported incident could not be conclusively determined.